Event description:
A screen failure was reported on the patient, without health consequences. A warm start was recorded in the logbook at the time reported.

Manufacturer narrative:
The logbook was available for the investigation. It was possible to verify that the safety software of the evita v800 triggered a warm start of the ventilator as a specified reaction to a detected time-out event in the software task processing during the reported period. Basically, the safety software analyzes and verifies correct device operation. If the safety software detects a deviation of the ventilator unit from the correct device function, it requests a warm start of the ventilator unit and simultaneously of the control unit as a specified response. During a warm start, ventilation is temporarily interrupted, and the acoustic auxiliary alarm of the ventilation unit sounds. Meanwhile, the safety valve is open against the environment to allow the patient to breathe spontaneously. After the warm start has been successfully completed, the ventilation unit automatically continues ventilation in unchanged settings after 8 seconds at the latest. The warm start of the control unit is completed after one minute at the latest. The alarm message "ventilation unit restarted" is then displayed on the control unit with an audible alarm sequence. The evita v800 responded to the event as specified and performed a warm start to reinitialize the system. The user was alerted to the event via visual and audible alarms. There were no consequences for the patient. The number of comparable cases, related to the root cause, is within the originally assumed range of the underlying risk assessment and is thus accepted.

Manufacturer narrative:
The investigation is still ongoing. The results will be send in a follow-up report.

Event description:
A screen failure was reported on the patient, without health consequences. A warm start was recorded in the logbook at the time reported.